Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up appointment the left ventricular lead was found to have no sensing. The device was reprogrammed. The opinion of the physician is that the lead may have dislodged due to patient movement. No therapy was delivered during the reported event. The patient was stable.